Event description:
Patient reported "breast swelled in hot times, and on cold days the nipple became sensitive".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "frequent pain, swelling and benign nodules". "In addition to the physical damage, it is my psychological that has been affected and unfortunately discovered prostheses were recalled from the market, it will cause a great issue due to personal and work issues." Ultrasound suggested rupture, multiple folds and cyst. The device remains implanted.